Event description:
A surgeon reported that follow bilateral intraocular lens (iol) implant procedures, pseudo-phimosis was observed. Additional information was provided by the surgeon, who reported that the membrane formation covered the entire surface of the iol. The patient's reading quality was diminished. A yag laser treatment was performed. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Result from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints for this lot. A completed questionaire was received. (B)(4).